Event description:
Hole in PICC line, just above the cuff (closer to the lumens/hub vs. The tip) - only noticed when flushed under pressure.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.